Manufacturer narrative:
(B)(4). Date sent: 05/26/2016. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Additional information was requested and the following was obtained: it was reported that ¿the device jammed and it was impossible to reload it.¿ for clarification, is the jam issue related only to the reload being jammed in the device? If no, please explain how the device was jammed. Response: section without stapling. Then clamp got locked and it was impossible to recharge it. It was stated that the ¿clamp got locked.¿ does this mean that the reload was stuck/locked in the device? Or, was the device locked on patient tissue? If the device was locked on patient tissue, how was it removed? Response: no more information , but it was not stuck on the patient.

Event description:
It was reported that during an unknown procedure, the device has cut without stapling and after, the device jammed and it was impossible to reload it. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 7/26/2016. Batch # n53310. The analysis results showed that the cs40g device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.